Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Tip broken at 25 mm point of passiv part and at 22 mm point of active part. Part in between is missing. No smooth breakage; melted; breakage due to thermal influences. Tip cavi 3. No smooth breakages; melted; breakages due to thermal influences. Misuse.

Event description:
In this event the customer reported that one additional eddy irrigation tip broke during use; no injury resulted.